Event description:
Merge pacs is a standards-based medical imaging diagnostic workstation that serves as an adjunct to assist the clinician to view, read, and report their findings. Merge pacs processes and displays medical images from dicom-compliant modalities. The device is designed to enable efficient workflows by maintaining clinicians' worklists and retrieving and managing studies for reading, reporting, communication, and storage. Merge pacs software runs on off-the-shelf computer hardware and can be configured to operate standalone or to integrate with vendor-neutral imaging archives (vnas) such as iconnect enterprise archive (icea) for image storage, and with radiological and hospital information systems (ris and his) and medical record systems (emr, ehr, etc.). Merge pacs can be accessed from within the hospital or enterprise, or from remote locations via web-based access. Images viewed on mobile devices must not be used for diagnostic review. On (B)(6) 2021, a customer contacted merge healthcare to report that there were discrepant roi (region of interest) values between 2d and mpr images. Merge healthcare support worked with the customer to reproduce the issue. The issue is confined to the 3d flair series of images only. This issue has been corrected in the current release of merge pacs and the customer was informed of this. No further action is necessary at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).